Event description:
It was reported that the procedure was to treat a highly calcified right coronary artery (rca). An atherectomy device and was able to cross the lesion after four attempts. Angiography revealed a perforation in the proximal mid vessel. A 2.5x20mm non-abbott balloon was inflated and a second access was obtained in the left common femoral artery. Due to patient's debility, pre-dilatation was performed with a 3.0x15 non-abbott balloon at 12 atmospheres (atms) at 20 seconds with multiple inflations throughout the proximal mid vessel. A 2.8x16mm graftmaster stent delivery system (sds) was attempted to cross into the rca; however, it failed as the stent became stuck with at the proximal portion of the guide catheter. Delay to treat the perforation was noted due to the failure to cross. Another 2.8x26mm graftmaster sds was attempted to cross through the left in the rca; however, also became stuck with the guide catheter. Delay to treat the perforation was noted due to the failure to cross. A 2.75x38mm non-abbott stent was deployed mid vessel, but perforation was still noted. A 3.0x18mm non-abbott balloon was inflated to 15 atms 20 seconds throughout the length of the stent; however, the perforation was still noted. Therefore, another 3.5x18mm non-abbott balloon was inflated to 15 atms, but perforation was still present. The patient was hemodynamically stable throughout this. A 4.0x26mm graftmaster covered stent was deployed at 15 atms for 20 seconds and the stent was apposed, but not well expanded. A 4.0x18mm non-abbott balloon was used to post-dilate; however, perforation was still present. After attempts to cross a 4.0x16mm graftmaster stent to the proximal edge, the shaft of the stent broke and the balloon ruptured without deploying. This was removed; however, unknown how at this moment. A 4.0x30mm non-abbott balloon was advanced distally, inflated at 15 atms and no dissection, perforation, distal embolization or side branch loss noted. The patient became hypoxic and there was not significant pulse. Cardiopulmonary resuscitation (CPR) was performed for 5 to 10 minutes. Percutaneous coronary intervention in the ostial proximal to mid rca with a 2.75x38mm non-abbott stent and followed by a 4.0x16mm non-abbott stent. Thrombus was noted in the mid vessel and was treated with a non-abbott balloon. An impella cp placement was performed with a .035 supra core wire in the left ventricular cavity. During patient's initial episode at times towards the end the patient was episodically hypotensive and a pericardiocentesis needle was used to puncture the pericardium. Echocardiogram revealed an increase effusion. Pericardiocentesis was performed and a catheter was left in place for a pericardial drain. Patient was stabilized and perforation had sealed. The patient was take to cardiovascular ICU in critical state. The patient expired later on the same day. No additional information was provided.

Manufacturer narrative:
The device is returning for analysis; however has not been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The three additional graftmaster stents referenced are filed under separate medwatch report numbers.

Event description:
Subsequently, after the initial report was filed, the account confirmed the 4.0x16mm graftmaster separated into two pieces at the shaft and the separated portion was removed. The account confirmed there was no intervention to remove the separated portion it was simply pulled out. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance/position could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 26-march-2020 with an expiration date (use by date) of 28-february-2022. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2022. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. A conclusive cause for the reported difficult to advance/position could not be determined. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.